Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties loading multiple cartridges onto the pump. Review of the pump history verified that the pump did not declare any alerts or alarms. A cartridge change was performed with tandem technical support guidance resolving the issue. Customer's blood glucose was not impacted.